Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the torque wrench exhibits signs of normal use. No cosmetic defects were observed on the surface. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed using torque meter ez-torq lll 150i, ID#cd78632, adaptor vf1030000. Dwg-2770-40-510 , rev. G current was used as source of specification. A manufacturing revision date could not be identified since the age of the number is more than 10 years. Torque handle is required to deliver 72 - 88 lb*in at intermediate setting. Actual measured values range from 116.35 - 139.00 lb*in. The complaint condition was able to be replicated as it resulted in over torquing. Refer to attachment "(B)(4) torque limiting results code 277040510" for results. The overall complaint was confirmed as the observed condition of the torque wrench would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure (B)(4) is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot), d9. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that there was a 20 minutes surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 : the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the torque wrench exhibits signs of normal use. No cosmetic defects were observed on the surface. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed using torque meter ez-torq lll 150i, ID#cd78632, adaptor vf1030000. Dwg-2770-40-510 , rev. G current was used as source of specification. A manufacturing revision date could not be identified since the age of the number is more than 10 years. Torque handle is required to deliver 72 - 88 lb*in at intermediate setting. Actual measured values range from 116.35 - 139.00 lb*in. The complaint condition was able to be replicated as it resulted in over torquing. Refer to attachment (B)(4) for results. The overall complaint was confirmed as the observed condition of the torque wrench would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part # 277040510, lot # e0203, manufacturing site: beere precision medical instrument. Batch1: lot qty of (B)(4) unit were released on 28 feb 2003 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the torque handle does not work as normal for some reason. It is set above 60. When used on the last two operations, a total of 4 x25 torque broke off at the tips and remained in the recess of the screw. The surgeons are used to the system and have used the handle and the system for a long time. There have been no problems until it was now discovered that it was the handle that might be the possible cause of the x25 breaking on the two surgeries. We replaced the handle at the last operation and then they did not break. So something is overtightened and the torque in the handle is not functioning that the x25 breaks distally in the recess of the screw.